Manufacturer narrative:
Inspected 1 random opened/used sensor and performed visual inspection and found sensor electrode broken and missing broken part.

Event description:
The customer reported via phone call that sensor had no cannula. Blood glucose was 128 mg/dl. Sensor will not be returned for analysis.